Manufacturer narrative:
This report is submitted on october 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and no response to stimulation. A CT scan revealed the electrode array tip had folded over. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on november 27, 2018.